Event description:
It was reported that the inner cable of the sternal saw was protruding. No pt injury was reported.

Manufacturer narrative:
The sternal saw was returned to terumo and the complaint was confirmed. We found the outer sheath and inner cable were binding together. The mechanical failure is caused by the outer sheath shrinking. It is unk the exact cause of the shrinkage. The system was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.